Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump cover was removed and there was no evidence of contamination of moisture found in the audio bolus button compartment. The original complaint was unable to be duplicated. Unrelated to the moisture issue, the audio bolus button cover was found to be punctured but still responsive during investigation.